Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that the patient experienced an adverse event of intra-operative complication of femoral bone fracture. It was indicated that the event meets the definition of serious and has a remote possibility of being related to device, possibly related to procedure. Update 8/1/2017 indicated in der that an orif was preformed using cable fixation for repair of proximal fractured calcar.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.